Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during the extended self test (est) and prior to pt use, the ventilator gives an extra large breath and inflates the test lung fully then fails the est. No pt involvement.